Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient had multiple motor stalls only lasting an hour. The manufacturer representative (rep) wanted considerations. The rep stated that there was no electromagnetic interference or magnets present. The rep called back the next day and stated there were no stalls overnight when the patient was not in wheelchair. The manufacturer's technical services specialist (tss) reviewed to ensure there wasn't anything with strong magnets close to the pump, otherwise they could choose to monitor or consider replacement. The rep called back the next day and stated the patient had another stall yesterday and again today so they are planning to replace the pump tomorrow (B)(6) 2024). They planned to send the old pump back for analysis and would reply back with tracking information when they had it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: analysis identified foreign material in the pump. Analysis identified fluid/crystallized residue on the feedthrough posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with an electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) stated that there were no stalls overnight when the patient was not in wheelchair. Reviewed to ensure there was not anything with strong magnets close to the pump, otherwise they can choose to monitor or consider replacement. Additional information was received from a company representative (rep) stated that the patient had another stall yesterday and again today, so they are planning to replace the pump tomorrow. Moreover, she was planning to send the old pump back for analysis. She will call back with tracking number when she has it.